Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements of 125 ohms. Technical services (ts) was contacted, and ts noted past impedance measurements as high as 160 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating additional defibrillation threshold (dft) testing was performed on the patient. Two shocks successfully converted at 60 and 80 joules, and one shock failed to convert at 60 joules, with the impedance measuring at 126 ohms. X-ray imaging was also performed, and x-rays looked good. The s-ICD system remains in service. No adverse patient effects were reported.